Manufacturer narrative:
Device not returned, follow up with company representative.

Event description:
It was reported that a physician performed a kyphoplasty procedure. The cement was homogenous and the physician waited for the cement to become doughy enough approximately 20 minutes after mixing before injecting it into the patient. They noticed the inconsistency of the cement in the bone filler devices. No additional information was reported.